Manufacturer narrative:
The product involved in the alleged incident was returned. The lot number 4741721 has been identified as an ongoing maxcem elite recall; therefore, no further evaluations are necessary.

Event description:
A doctor's office alleged that the cement was setting up too quickly for a patient that the crown could not be fully seated.

Manufacturer narrative:
On (B)(6) 2013, the patient returned to have their crown for tooth #4 cut off, a new impression made, had a temporary crown placed and a new crown made. Upon the patient's return visit, the doctor completed the final cementation for the patient using maxcem elite, without further incident. To date, the patient is doing fine. The product was not returned. The lot number 4741721 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.